Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high undefined impedance in both configurations, high thresholds, oversensing and a polarity switch were noted on the pacing lead. Chest x-ray showed an incomplete fracture. Lead damage at the puncture site (subclavian artery) was also notedunder fluoroscopy. The lead was capped and replaced on the ipsilateral side. No patient complications have been reported as a result of this event.